Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-sep-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed (route: dental, lot number 3463d, expiration date unspecified) twice a day for dental cleaning. After an unspecified duration, when the consumer pulled the floss string out from the top of the dispenser and went to cut it, the plastic assembly which guides the floss off the wheel and over to the cutting edge broke. The consumer also reported that for some reason the plastic that surrounded the cutting tab snapped. The consumer had to use a scissor to cut the floss. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 07-oct-2014. Returned sample with a printed lot number 3463d was received on 07-oct-2014 and was visually examined on (B)(4) 2014. The sample was received without the blister packaging and the product was partially used. The insert was broken on the edge where the cutter was hooked; however, the broken part did not come with the sample. According to the visual evaluation the field sample did not meet specification. This report remains a reportable malfunction case in the united states. Additional information was received on 06-nov-2014. A review of the data revealed no unfavorable trends for the reported lot number. The retained sample was visually evaluated and it did not present any defects as all product components presented good condition. Device history records were reviewed and no issue, defect or investigation was created related to insert breakage defect. The cutter-insert assembly did not present defect during the product manufacturing. Manufacturing related issues were reviewed, and there was no issue found associated with the lot number and product reported for insert breakage defect. According to the information available, the device was used for treatment. The complaint investigation was closed with a disposition of confirmed since the field sample was received with broken insert. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed (route: dental, lot number 3463d, expiration date unspecified) twice a day for dental cleaning. After an unspecified duration, when the consumer pulled the floss string out from the top of the dispenser and went to cut it, the plastic assembly which guides the floss off the wheel and over to the cutting edge broke. The consumer also reported that for some reason the plastic that surrounded the cutting tab snapped. The consumer had to use a scissor to cut the floss. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
The date of this submission is 20-oct-2014. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 23-sep-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss waxed (route: dental, lot number 3463d, expiration date unspecified) twice a day for dental cleaning. After an unspecified duration, when the consumer pulled the floss string out from the top of the dispenser and went to cut it, the plastic assembly which guides the floss off the wheel and over to the cutting edge broke. The consumer also reported that for some reason the plastic that surrounded the cutting tab snapped. The consumer had to use a scissor to cut the floss. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 07-oct-2014. Returned sample with a printed lot number 3463d was received on 07-oct-2014 and was visually examined on 09-oct-2014. The sample was received without the blister packaging and the product was partially used. The insert was broken on the edge where the cutter was hooked; however, the broken part did not come with the sample. According to the visual evaluation the field sample did not meet specification. This report remains a reportable malfunction case in the united states.